Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; call service message. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm there was no indication that the product caused or contributed to an adverse event.